Event description:
Pt was on a pediatric quadrox-ID. It was reported that there was an incident of arterial air in a 1/4" circuit. The circuit was changed and there were no negative effects to the pt.

Manufacturer narrative:
We are following up with the customer for additional info and the return of the device. A follow-up report will be submitted when additional info is received.